Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the connectors on the generator driver. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system had no image on the left monitor, the kv and ma driving to max and the doghouse displayed a low ma/kv message. There was no report of patient injury.